Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump and catheter were explanted and replaced on (B)(6) 2013 due to infection/meningitis. The location of the infection/meningitis was the device pocket and catheter track. It was noted that medical intervention was required; however, was not specified. Patient outcome was reported as no injury or adverse event. The device system delivered gablofen. Additional information has been requested but was not available at the time of this report.